Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. Mechanical evaluation of header and setscrews were performed and revealed that the right atrial septum was heavily damaged and the same port¿s hex setscrew contained septum material inside its hex inset cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event, the set screw stripping anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests including lead impedance and output verification were normal with no anomalies found.

Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture and was oversensing ventricular signals. Fluoroscopy was performed, and dislodgement of the ra lead was confirmed. The physician elected to explant and replace the ra lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was unable to be tightened when attempting to plug in the new ra lead. The physician explanted and replaced the ICD as well. The patient condition was stable.